Event description:
The customer reported that during the procedure, one ls1200 device did not seal the tissue even though an end tone, indicating a completed seal cycle, was heard. No tissue damage. No bleeding. No patient injury reported.

Manufacturer narrative:
(B)(4). Date of initial report : 01/19/2015; date of follow-up report : 02/20/2015. Visual inspection found the insulation was damaged. The investigation found the device produced instant regrasp alarms when activating the device, therefore, no energy could be generated to the jaws. Inspection found the insulation melted indicating that excessive heat was applied. The investigation identified the root cause of the reported event to be user technique. The product instructions for use warn against using the device as a bi-polar scissor which can mimic the repeated activation/high duty cycle scenario. The IFU also indicates to keep the jaws clean, and not to activate the jaws if they are submerged in fluids, etc. No trend has been identified for this failure mode.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.